Event description:
It was reported the PICC had little radiopaque and was difficult to visualize. On 03/25/2022 add info received: was there any harm to the patient/health worker? No was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? No has there been blood or chemotherapy exposure to mucous membranes or skin? No.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reds2222 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC had little radiopaque and was difficult to visualize. 03/25/2022 add info received: ¿ was there any harm to the patient/health worker? No. ¿ was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? No. ¿ has there been blood or chemotherapy exposure to mucous membranes or skin? No 05/24/2022: add info received. - what is the date of occurrence of the event? The incident notification was registered on 02/17/2022. It is not characterized as an adverse event, as there was no harm to the patient, so the reported fact comprises an incident. - what is the catheter insertion methodology? The insertion of the catheter follows the standard operating procedure described in the nursing e-book, as attached, published in 2019 and still in use at the hospital.